Manufacturer narrative:
A device/package image has been made available to the manufacturer for evaluation. No hospital/medical records have been made available to the manufacturer. The device lot number was not provided; therefore, the device history records could not be reviewed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to distribution, the device was allegedly noted to contain a hair inside the inner package. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the device was not returned; therefore, a visual/microscopic inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one photo was received and reviewed. The photo shows the proximal end of a mission biopsy device. The proximal end of a truguide (with an inserted stylet) and a depth stop are also shown in the photo. The contents appear to be inside of a clear package; however, it cannot be determined whether the packaging is sealed. A small strand of foreign material can be seen near the finger grip inside of the packaging. Based on the photo review, the investigation is inconclusive, as it cannot be determined whether the sample is in the original sealed packaging. Conclusion: although the sample was not returned for evaluation, one photo was provided for review. Based on the photo review, the investigation is inconclusive, as it cannot be determined whether the sample is in the original sealed packaging. All mission needles are 100% visually inspected for any foreign material during and after sealing. Therefore, it is unlikely that the root cause is manufacturing related. Based upon the available information, the definitive root cause is unknown. Labeling review: the current mission disposable core biopsy instrument instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that prior to distribution, the device was allegedly noted to contain a hair inside the inner package. There was no reported patient involvement.